Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a radical prostatectomy procedure, the teflon pad became loose, and fell into the patient. It was removed. Another device was used to complete the procedure. There were no adverse consequences for the patient.